Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial resection of the esophagus through the left chest, esophagogastric anastomosis, while on the stomach, they tried to fire device. The surgeon was able to press the green button but could not squeeze the handle therefore, the device did not fire.